Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported sustained ventricular arrhythmia, pericardial fluid collection and pleural effusion. However, clinical and patient factors that my have contributed to the reported event. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to sustained supraventricular arrhythmia in this patient include pre-existing comorbidities and anticoagulation therapy. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the thoracotomy study patient report that patient had sustained supraventricular arrhythmia requiring defibrillation or cardioversion on (B)(6) 2015. Also, reported pericardial fluid collection and pleural effusion on (B)(6) 2015. No further information provided.